Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported compact plus system blood glucose results of 140 mg/dl and 80 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.